Event description:
Technical services received a call on 05/06/2011. Caller stated impedance went from 310 to 300 in this ra lead. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).